Event description:
The patient was being treated for atrial fibrillation. The physician attempted transseptal puncture using toronto transseptal catheter. After the procedure was unsuccessful, the toronto transseptal catheter was examined, and it was found that the active catheter tip was embedded into the interatrial septum. There was no evidence of septal hematoma, pericardial effusion or hemodynamic instability in the patient.

Manufacturer narrative:
The device was requested by manufacturer for evaluation, but was not available. Technical investigation on similar devices was conducted and revised with photographs of the device and physician's comments. The cause of the device breakage could not be confirmed since the device was not returned for evaluation. The incident is considered an unanticipated adverse event. Over 1180 devices have been sold so far, and this has been the first known occurrence of tip detachment reported. The manufacturer will continue to monitor these kinds of incidents for trend analysis.